Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient¿s pre-existing eczema was exacerbated under the lifevest equipment. Patient described the area as raw, open, and oozing skin under te pads. The patient reported a nickel allergy. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. Outcome of the irritation is unknown as follow up attempts were unsuccessful.